Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that approximately 4-5 mm of the tips of the guidewire broke off in the s1 vertebral body. The fragments were not able to be retrieved from the vertebral body and remained encapsulated in the body. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.